Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received occlusion alarms two days in a row ((B)(6) 2017). Customer reported blood glucose (bg) level was 250 (mg/dl) on (B)(6) 2017. The customer changed all supplies, resumed pump therapy, and bloused with pump to address bg level. Customer reported bg level was 170-180 (mg/dl) on (B)(6) 2017. Following the occlusion on (B)(6) 2017 the customer began using manual injections for insulin therapy. Reportedly the customer will continue to use manual injections as alternate insulin therapy until the replacement pump is received.